Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a torn downstream occlusion (dso) seal as well as a defective air detector. The dso seal and air detector were replaced to fix the issue.

Event description:
It was reported that the pump was showing a persistent air-in-line alarm, distal pressure membrane was bubbled and split. There was unknown patient involvement, and no patient harm/adverse event reported.